Event description:
The complaint was reported as followed: "balloon could not be depleted; that's why we cut the fill port valve off, you can see open connection beyond the junction. Balloon is not empty. Catheter was removed with the balloon inflated."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.